Manufacturer narrative:
A ge service rep performed an on site investigation. The failure was verified. The power supply ps3 which supplies power to the lift mechanism and the lift cable was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9900's lift mechanism was at times unresponsive. There was no adverse pt involvement reported.